Event description:
It was reported that the patient presented to the emergency room due to no capture of the right ventricular (rv) lead. It was also reported that there were unacceptable thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.